Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown, if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.

Event description:
It was reported by lewandrowski, k., nanson, c., and calderon, r. In the spine journal (2007) that a patient who had undergone one-level tlif at l5/s1 using rhbmp-2/acs and traxis peek interbody spacer developed resorption of the l5 vertebral body. The patient reportedly did well initially until presenting with new onset severe low back pain. CT scan demonstrated resorption of the inferior aspect l5. The patient did not report any radicular symptoms. The patient's symptoms reportedly, resolved with supportive non-operative therapy within twelve weeks of onset, and no surgical intervention was required. At approx. 9 months post-op, the patient underwent a revision surgery due to a prominent s1 pedicle screw reportedly, unrelated to the use of rhbmp-2/acs. At the time of the revision, a transpedicular biopsy of the resorbed area was taken that showed benign-appearing trabecular bone with small fragments of granulation tissue without evidence of osteomyelitis. Authors theorize that the l5 endplate may have been violated by paddle shavers during endplate decortication.